Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system on-site. Found several errors in the logs which appeared to correspond with the reported issue. Re-homed all motions and was unable to reproduce the issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door was closing slowly. It was reported that the user had to repeatedly press and release the door close button in order to close it completely. The door was eventually closed and the procedure continued as planned. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6).

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. There were 5 'faildoorclose' errors identified in the software logs. These errors indicate that door is not yet completely closed and subsequent door close command will continue to close the door. However, these software errors do not cause (or accompany) the symptom of 'slowness' as described by the customer.